Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced skin erosion and an infection. The pump and catheter were explanted. Additional information was requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the infection was diagnosed (B)(6) 2013. The symptoms of infection included redness, swelling, drainage, incisional wound opening, and pocket erosion. The location of the infection was in the device pocket. The patient did not have meningitis. Perioperative antibiotics were administered. The organism cultured was serratia marcescens. The device system was explanted. Oral and intravenous (IV) antibiotics were given. The patient outcome was reported as ongoing. The pre-implant risk factors included cancer, malnutrition, and extremely thin. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4).